Event description:
It was reported that the patient with this tactra penile prosthesis experienced migration of the left cylinder and possible perforation of the left proximal corpus cavernosum. Surgical intervention is anticipated for (B)(6) 2024. There were no additional patient complications reported.